Event description:
It was further reported that during the driveline (dl) inspection it was noticed that the old repair has tattered and become ragged, exposing the cut on the sheath. The dl was repaired.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6) d9: yes, return date: 22-may-25. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced difficulty attaching power sources intermittently to the right-side port #1 of the pioneer controller 2.0, regardless of the battery or ac adapter used, with no alarms noted. Additionally, the driveline of the ventricular assist device (vad) had a tear to the outer sheath, though no exposed wires or alarms were reported. The plan is to perform a sheath repair and change the controller, with the old controller to be returned for analysis. The vad and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-april-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 19-april-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Review of (B)(6) 's service history records indicated that the device was previously serviced and the repair actions were verified. A review of the pump's manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue. A review of the controller's manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the controller revealed contamination within both power ports. The observed contamination is an additional finding not related to the reported event, likely due to handling of the device. Failure analysis of the controller, as well as visual evidence provided by the site, revealed bent pins within power port two (2). A power source was still able to connect to power port two (2); however, the connection was more difficult to make. Supplemental testing of the connector¿s assembly did not reveal any anomalies. Internal visual inspection revealed no anomalies. Log file analysis revealed ten (10) suction alarms logged since (B)(6) 2025. Additionally, log file analysis also revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 18:56:08, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. The suction alarms and vad disconnect alarm are additional findings unrelated to the reported event. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to a previous sheath repair. As a result, the reported events were confirmed. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time or improper handling. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the device may have caused or contributed to the observed suction alarms. Based on risk documentation, multiple factors may have contributed to the observed suction alarms including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial: (B)(6) d9: yes, returned on 22-may-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.